Event description:
It was reported the thunderbeat blade fractured during a therapeutic gastric cancer surgery. This occurred five minutes after the procedure began and a similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:d4. The device was returned to olympus for inspection, and the reported failure of the probe breaking off was confirmed. Based on the results of the investigation, the results confirmed this phenomenon, but the cause of the problem could not be determined from the information obtained from this complaint and the investigation. However, is it possible that this issue was caused by contact with other devices or non-insulated parts and contact with a surgical instrument. During output in seal & cut mode, the probe came in contact with hard tissue, metal, or a surgical instrument. Consequently, a scratch was made on the probe. The probe was subjected to the seal and cut output and the load of grasping the tissue, causing cracks to form from the scratches. The probe broke when adding load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. During the cutting process, the distal end of the blade fractured and was immediately replaced. There is no tissue pad peel-off and probe damage. No error code.